Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion. The lesion being treated was a moderately calcified, tortuous, 95% stenosed right coronary artery (rca). In 2004, the physician attempted to cross the lesion with a taxus express2 8.8% 3.0 mm x 16 mm stent and was unsuccessful. The physician completed the procedure using a vision stent. No pt injuries were reported.